Event description:
After patient crutch training the patient had noticed that the crutches were broken at the top under the armpit padding. This pair of crutches was removed from supply.======================manufacturer response for medline guardian crutches, guardian (per site reporter).======================left message for the manufacturer.